Event description:
Reportedly, smart monitor was unable to connect to the network for transmission, and a red led was flashing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis summary: upon reception, the returned home monitor was tested and the reported behaviour was initially not confirmed, as the pit light was not lit and then constantly fluctuated between green and red. In-depth investigation revealed that the observed issue resulted from a corruption of the flash system, which prevented the home monitor to properly communicate with the back office. This case is recorded for trending purposes.

Event description:
Reportedly, smart monitor was unable to connect to the network for transmission, and a red led was flashing.